Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation, and leakage. The following information was provided by the initial reporter: customer stated that a piece of the set came apart and was leaking.

Manufacturer narrative:
H.6. Investigation: the customer reported the tubing came apart, and returned one used sample of material 2426-0007. The sample was separated at the lower fitment of the pumping segment and the complaint is verified. The root cause is traced to assembly error with no ring retainer being attached. The silicon is supposed to be held onto the blue piece with a ring retainer, which was never attached. No other failure modes observed. A device history record review for model 2426-0007, lot number 21109038 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21109038 regarding item #2426-0007.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation, and leakage. The following information was provided by the initial reporter: customer stated that a piece of the set came apart and was leaking.